Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-sep-2019 with the following findings: a review of the black box showed no data outside normal patient use. A timekeeping accuracy test was performed and the pump maintained time accurately during a five day duration test. Testing revealed the time and date reset to factory settings when the battery was removed and reinserted after 1 hour without power. The pump did not change from 12 hour to 24 hour time during testing. Evaluation revealed that the internal clock battery on the printed circuit board had failed. Further time testing was unable to be completed due to the internal battery failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was alleged that the pump time changed from 12 hour to 24 hour format without user intervention. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.